Manufacturer narrative:
Date of event: estimated based on aware date as no event date was reported.

Event description:
It was reported during a conference that a shaft break occurred. A patient had presented for treatment of a hematoma in the distal posterior left ventricular (plv) artery. The physician stated that a synergy stent had kinked in the proximal shaft and broke such that it could not be inflated.